Event description:
Originally reported by the customer: this product is used in breathing unit patient at home. They use spur ii without oxygen. Patient has tracheostomy and they support breathing. Once spur ii don't recover when thay have push air to lungs. Also two cases when small are on breathing bag is not recorved. The following questions was follow-up with the customers: 1) is it correctly understood that the resuscitator is being used by a lay person and not by a healthcare processional in this incident? No, even patient is not inside of hospital these are always healthcare professionals who use these. In this case nurses. 2) once spur ii don't recover when thay have push air to lungs. ' - does this refer to the bag not recoiling back to its original state or that they could not recover the resuscitator in a sense that it was not available when needed? Bag is not recoiling back to its original state 3) also two cases when small are on breathing bag is not recoved.' - can you please explain what is meant by this sentence? Same situation, but bag is recoiling "better" back, but not full.

Manufacturer narrative:
Per complaint information, the reported failure seems to be spur ii compression bag deformed. Neither sample nor picture was returned for investigation and the reported failure could therefore not be verified. The ambu spur ii compressible bag has been verified to be able to re-expand to its default shape by itself after compression per verification test. During production, 100% function test are performed, in which the compressible bag is pressed. Then, the spur ii is packed with accessories manually according to working instruction. If the compressible bag is deformed, it is easily detected by operators. After reviewing relevant production records and nonconformity report around 1 year back, no abnormality which related to spur ii compression bag deformed was identified. Accordingly the product is expected to have been without any deformation before delivery. The most possible cause for spur ii compressible bag deformed, could be if the spur ii is stored in a deformed state during transportation or storage. For transportation, transportation test verifies the packing can protect the products during transportation and the test result shows that all samples passed the test without failure. Therefore, it is believed that the probability that transportation could have caused the reported failure is very low. The customer stated that they have not stored the spur ii in original boxes, but loosely in a box and not compressed. Per pictures provided by customer, it is not possible to confirm if the inner spur ii was being pressed or not. Based on above, it is suspected that compression bag could not recoil due to compression bag being deformed, and potentially related to the spur ii being stored in a deformed status during transportation or storage. Neither sample nor picture of the complained sample are available for investigation and it can therefore not be confirmed. The reported failure has been identified in risk files and it is considered conditionally acceptable. In the IFU, it states "never store the resuscitator in a deformed state other than as folded when delivered by the manufacturer, otherwise permanent distortion of the bag could occur, which may reduce the ventilation efficiency" and "always visually inspect the product and perform a functionality test after unpacking, assembly and prior to use".